Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure.additional text: overheating.specific component(s) involved: external controller malfunction.additional text: overheating.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; other interventions, specify.other intervention : (B)(4).implant device type: lvad.